Event description:
Per the clinic, the patient experienced magnet dislodgement (date not reported). The recipient underwent revision surgery under general anaesthesia to replace the dislodged magnet on (B)(6) 2021.